Manufacturer narrative:
No blank display noted during testing. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed active current measurement, sleep current measurement, displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer's high blood glucose was 450 mg/dl. The customer was treated with manual injection. The customer was not in auto mode. The customer declined troubleshooting for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer also stated that the insulin pump was not working and had keypad anomaly. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated that the minutes change. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed active current measurement, sleep current measurement, displacement test and self test. (B)(4).